Event description:
During placement of a gastrostomy tube, the physician used a cook endoscopy flow 20 percutaneous endoscopic gastrostomy set. An incision was made in the abdomen. During placement of the gastrostomy tube, difficulty was encountered pulling the tube through the incision site. The physician was able to complete the procedure with this device. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. No medical or surgical intervention was performed. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. We could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Info regarding the length of the initial incision was requested but not provided. Difficulty pulling the gastrostomy tube through the stomach wall can occur if the incision through the skin is less than 1cm in length or does not completely penetrate the abdominal wall into the stomach. The instructions for use instruct the user to make a 1cm incision through the skin and subcutaneous tissue to facilitate passage of the feeding tube. A smaller or incomplete incision may cause resistance when the feeding tube exits the incision site. Inadequate lubrication of the feeding tube prior to placement could contribute to resistance in tube placement. The instructions for use instruct the user to thoroughly lubricate the entire external length of the feeding tube. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: this type of occurrence has been brought to the attention of the appropriate internal personnel in an effort to heighten awareness. No further action warranted at this time because this report could not be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.